Manufacturer narrative:
One flexiva 200 tractip laser fiber was received for evaluation. Analysis revealed that the fiber was returned broken. The broken piece measured approximately 99 cm from the top of the connector to the break. The remainder of the fiber was not returned. The condition of the returned device confirms the event. Therefore, a review and analysis of all available information indicated that the root cause is supplier manufacture. The product likely failed to meet the specifications due to the manufacturing process at the supplier site, and there is an investigation in place to address this issue. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a flexiva 200 tractip laser fiber was opened for use in a flexible ureteroscopy (furs) procedure in the kidney performed on (B)(6) 2017. According to the complainant, during unpacking and outside the patient, the laser fiber was noted to be broken into two pieces when it was removed from the package. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a flexiva 200 tractip laser fiber was opened for use in a flexible ureteroscopy (furs) procedure in the kidney performed on (B)(6) 2017. According to the complainant, during unpacking and outside the patient, the laser fiber was noted to be broken into two pieces when it was removed from the package. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.